Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc confirmed the air supply and water supply volume of the device, and confirmed the reported phenomenon of malfunction in the air/water feeding function. However, it was concluded that air supply and water supply volume were within the olympus standards and there was no problem. In addition, a visual inspection was conducted, but no abnormalities such as clogging or deformation were found in the air/water nozzle. The exact cause of the reported event could not be conclusively determined, because the reported phenomenon could not be confirmed. However, the reported event may have been caused by a damper phenomenon or a temporary entry of foreign material into the air/water nozzle or pipeline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the gastro-intestinal fiberscopy, it was found that the air/water nozzle of the device was clogged with foreign material, causing a malfunction in the air/water feeding function. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 after precleaning. The reported defects had no effect on the procedure and there was no report of patient injury associated with the event.